Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid leakage at an unknown location. The device was explanted and replaced. No patient complications were reported.